Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to the lid reed switch remaining intermittently shorted when the lid is opened or the device is turned on. The shorted reed switch does not allow the voice prompts to function and the device appears off to the user.

Event description:
The customer reported that their device does not have any voice prompts when it is powered on. With no voice prompts, the device would not be usable on a patient. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.